Manufacturer narrative:
Before the complaint products were returned, I-sens analyzed the reading issue using a reference meter and retained strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% satisfied the internal standard in I-sens (below 5%). Subsequently, after the complaint meter was returned, the test was conducted with the returned meter and the blood whose glucose concentration was adjusted to be similar to 71 mg/dl, estimated to be the patient's blood glucose level at the time of the incident. The sd of the results was 5% and met the internal acceptance criteria, and all deviations were within 15mg/dl compared to the reference equipment. Therefore, we confirmed that the product is functioning properly.

Event description:
(B)(6). Lot wl11bbaja - 2025-08-01 - 100ct. Caller has a dexcom, and the classic meter is reading high compared to the dexcom and her tru metrix meter that she has. Caller received a reading on classic on (B)(6) 2024 at 12:53 pm and the reading was 359, and she received a reading on tru metrix on (B)(6) 2024 at 12:55 pm and it was 71. Customer did not report any adverse event issues from these readings. Caller did not give any result examples from the dexcom. The compared readings of 359 and 71 are outside zones a & b and this would be considered a malfunction and reportable. Replaced meter, strips, sent control solution and sent return label.

Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the accuracy issue with a reference meter and retained strips from the same lot. Firstly, as a result of the control solution test, all results satisfied the acceptable range in both a and b levels. Secondly, the test was conducted using three levels of capillary blood. The sd of the results were below 5% and met the internal acceptance criteria, and all deviations were within 15mg/dl or % compared to the reference equipment. Therefore, we confirmed that the product is functioning properly.

Event description:
(B)(6). Lot wl11bbaja - 2025-08-01 - (B)(4). Caller has a dexcom, and the classic meter is reading high compared to the dexcom and her tru metrix meter that she has. Caller received a reading on classic on (B)(6) 2024 at 12:53 pm and the reading was 359, and she received a reading on tru metrix on (B)(6) 2024 at 12:55 pm and it was 71. Customer did not report any adverse event issues from these readings. Caller did not give any result examples from the dexcom. The compared readings of 359 and 71 are outside zones a & b and this would be considered a malfunction and reportable. Replaced meter, strips, sent control solution and sent return label.